Manufacturer narrative:
Though requested, no additional patient outcome information has been provided. The complaint material is not available for evaluation. The DHR was reviewed, and no deviations or issues were detected. The lot was manufactured according to specifications. Due to sample unavailability the root cause of the complaint cannot be determined. In the last 14 months there was one similar case reported in europe, reference complaint (B)(4), MDR 0001920664-2018-00083. An anterior vitrectomy was necessary due to a posterior capsule tear. The product was not returned for evaluation and no root cause could be determined. The trend analysis is considered acceptable and the product is performing within anticipated rates. No corrective action is necessary at this time.

Manufacturer narrative:
The product has not been returned for evaluation. Investigation is underway.

Event description:
A user facility in (B)(6) reported a posterior capsular perforation following a problem with an irrigation/aspiration handpiece. During surgery, the extremity of the handpiece came out through the irrigation orifice. The silicone sleeve was reportedly abnormally flexible. Consequently, there was a posterior capsular perforation during surgery which required a vitrectomy. Further information has been requested but not yet received.